Event description:
The customer reported elevated troponin I (access accutni) results, for 11 patients, and calibration failures and quality control (qc) level one out of range, involving the unicel dxc 600i synchron access clinical system. The customer performed system check and obtained sample carousel motion message and system check failed for elevated washed mean and wash efficiency. The customer noted one patient's result did not correlate with an alternate methodology's value. All 11 patients results were released from the laboratory. The customer is uncertain if there was any impact to patient care. There has been no report of patient consequence associated with this event. The patients' samples were collected in 13x100mm lithium heparin plastic separation tubes (pst) and loaded through the closed tube aliquotter (cta). A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) confirmed quality control (qc) was high and performed high sensitivity (hs) system check. The fse instructed the customer to perform system check which produced high washed portion relative light units (rlu's). The fse performed aspiration check and observed the peristaltic pump was not properly aspirating the fluid. The fse replaced the peristaltic pump tubing and verified instrument performance. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware - associated with the peristaltic pump and tubing - is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.